Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Suspect defective handswitch cable which showed signs of wear under inspection. The handswitch was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system produced 10 seconds of uncommanded x-ray after the handswitch was released. No adverse patient involvement was reported.